Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pacemaker pocket infection. The pacemaker system was explanted.

Event description:
New information received noted that the patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported field event of lack of sterility was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.